Event description:
On (B)(6) an amazon customer commented that the product was inaccurate: customer said that his/her son tested positive for covid-19 with his doctor on sunday, after a few days of symptoms, as the symptoms died down a week later he used this at home test and tested negative. His family all then used this test as they all began to have symptoms. All tested negative, they all went to get tested at the pharmacy including his/her son again, and he was still positive almost 2 weeks later. To double check the home test they opened a new package and still showed he was negative. Therefore, customer thinks this product is not accurate. Importer comments: more than one reportable case was included in this review because more than one person tested the product, but they did not specify how many people tested it. Another case is reported in (B)(4). Due to the system functionality to not allow seller can leave the comments on the website or contact the reporter, it is not able for us to follow up to collect additional information and such as product information (lot #, expiration date, etc.) Following by reporter's consent.